Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 22mar2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that a patient was intubated with a microcuff endotracheal tube (ett) that kept coming apart where tube to connects to the blue connector and then to the ventilator circuit. It was noted the end of the subglottic microcuff endotracheal tube became stretched out. Initially the staff pulled another connector from another new unused tube to improve the fit, but that solution failed. Ultimately the anesthesiologist used a suture thread to wrap around the end of the ett and tied it with a knot to the blue connector. No harm was done to the patient as a result. No additional information was provided.